Event description:
The premierpro 500ml reusable pressure infuser with clear back was not staying inflated on the bag of fluids for my patient's arterial line. This resulted in the arterial line waveform becoming dampened because of inadequate pressure on the fluids. The pressure infuser had to be re-inflated multiple times throughout the shift so the line could be properly flushed.